Event description:
On (B)(6) 2013, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed a tent shaped inferior vena cava (ivc) filter. The pattern of the greenfield filter was tilted 25 degrees into the coronal plane relative to the long axis of the ivc with the head abutting the left lateral wall. This was angled in the sagittal plane by 12 degrees. Strut one was perforating the ivc wall by .6cm and abutting the lower endplate margins of l3 vertebra. It was further reported that no filter fracture or migration is detected.

Event description:
On (B)(6) 2013, the patient underwent placement of a greenfield vena cava filter. On a (B)(6) 2019, a computed tomography (CT) scan revealed a tent shaped inferior vena cava (ivc) filter. The pattern of the greenfield filter was tilted 25 degrees into the coronal plane relative to the long axis of the ivc with the head abutting the left lateral wall. This was angled in the sagittal plane by 12 degrees. Strut one was perforating the ivc wall by .6cm and abutting the lower endplate margins of l3 vertebra. It was further reported that no filter fracture or migration is detected. It was further reported that on (B)(6) 2019 that the second left posterolateral strut is tenting the ivc wall. The third left anterolateral strut is tenting the ivc wall. The fourth anterior strut perforates the ivc wall and impinges on the third duodenum wall. The fifth right anterolateral strut perforates the ivc wall and impinges on the third duodenum wall adjacent to the junction with the second duodenum. The sixth right posterior lateral strut perforates the ivc wall and abuts the anterior wall of the psoas muscle.

Event description:
On (B)(6) 2013, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed a tent shaped inferior vena cava (ivc) filter. The pattern of the greenfield filter was tilted 25 degrees into the coronal plane relative to the long axis of the ivc with the head abutting the left lateral wall. This was angled in the sagittal plane by 12 degrees. Strut one was perforating the ivc wall by .6cm and abutting the lower endplate margins of l3 vertebra.